Manufacturer narrative:
The investigation reviewed the qc data. The qc was within the assigned ranges on the day of patient sample measurement. The investigation reviewed the preprocessing of the samples; no issues were noted. The investigation reviewed the images from the analyzer; no issues were noted. And the p612 image acquisition and e801 ai photo pictures were checked, and no issues were noted. The investigation reviewed the detection link. Tiny crystals were found at the tip of the sample probe. After extraction, 150 ul of deionized water was used to dissolve the crystals. An hcg result of 156 miu/ml was obtained. Product labeling states "daily maintenance of the e 801 module. Cleaning probes and nozzles of the e 801 module. To ensure that the instrument measures accurately, you must clean the sample probe, reagent probes, the nozzles of the pre-wash area, and the ecl sipper nozzle." The investigation determined that the cause of the event was consistent with the contamination of the sample probe.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The customer set the dilution to 1:20. Product labeling states: "dilution - samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the analyzer or manually). The concentration of the diluted sample must be greater than 100 miu/ml." The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2023: the initial result of the initial patient sample at 1:20 dilution was 6.52 miu/ml. The first repeat result on auto-rerun of the undiluted initial patient sample was 178 miu/ml. This result was reported to the doctor. The doctor doubted the result and a new sample was collected from the patient. The result of the new sample was less than 0.2 miu/ml. On 29-aug-2023: the second repeat result of the initial sample was 0.321 mui/ml.